Event description:
Per the clinic, the patient experienced an infection and skin overgrowth around abutment site (date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). However, the issue could not be resolved. The patient underwent abutment removal procedure on (B)(6) 2022.